Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
During a call to animas on (B)(6) 2012, the patient's mother mentioned to animas customer support that the patient had been off the subject pump since she was hospitalized. The patient's mother reported that the patient was hospitalized from (B)(6) 2012 to (B)(6) 2012 with a diagnosis of dka. The reporter stated the patient's blood glucose (bg) level was as high as 600 mg/dl at the time of admission. The patient was taken off the pump and placed on injections. At the time of the call, the patient's mother refused to review and troubleshoot the subject pump. Animas customer support noted that the reporter did not implicate the pump or set for the bg excursion. The patient's mother stated the high bgs were due to "hormonal changes" the patient was experiencing. At the time of the call, the reporter stated the patient was going to resume pump therapy that evening. This complaint is being reported because the patient developed signs of hyperglycemia while on insulin pump therapy. There is insufficient information to rule out that the subject pump did not cause or contribute to the high bg excursion as a result of a malfunction, use error or misuse.